Manufacturer narrative:
Method: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. The investigation determined that the end customer believes that the user may have powered off the device. Review of the device's electronic history file indicates that the device was powered off in an orderly manner, that the user powered off the device, possibly inadvertently. Based on these findings, this MDR is being filed for operator error.

Event description:
On (B)(6) 2013, it was reported that an AED was deployed for a rescue attempt and that after the device delivered a shock, the device powered off. It was reported that the pt was resuscitated and survived.